Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample on a vitros 5600 system. The most likely assignable cause is instrument related, as multiple well wash errors were generated within the timeframe of the event, indicating the vitros 5600 system was not performing as intended. An ortho field engineer replaced the waste tubing and performed all well wash adjustments. Acceptable vitros tropi es performance was obtained once the service actions were completed. In addition, based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 4890, however, the troponin I concentration in the mas lot 2503 l1 control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent issue cannot be ruled out as contributing to the event. Finally, pre-analytical sample processing could not be ruled out as a contributing factor. The customer was not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample on a vitros 5600 system. Patient 1 sample 1 result of 0.166 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es patient sample result was reported outside of the laboratory, however, a corrected report was issued and there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number 2495421 and reportability assessment 600714.